Event description:
It was reported that during a procedure, the tip of the unit broke off and fell into the pt. It was further reported that the broken piece was retrieved and another unit was available for use. There were no reports of any adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.